Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02062 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a stroke originating from the right hemisphere on (B)(6) 2020. Surgical treatment was performed. Anticoagulant treatment at the time of onset was heparin. The cause of the hemorrhagic stroke was unknown. On (B)(6) 2020, the patient passed away. The device was functioning normally at the time of death. No removal of equipment after death. No dissection performed. The main cause of death was a disorder of the central nervous system.

Manufacturer narrative:
This event took place at (B)(6) university in (B)(6). Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was rushed to the hospital due to the suspected stroke on (B)(6) 2020. The patient suffered from a hemorrhagic stroke and expired. The pump could not be returned since the family denied pump explanation. It was reported that there were no changes in patient condition and anticoagulation that contributed to the event. CT scan was taken to confirm the stroke. The patient was in coma, and no aggressive care was not taken. The death was not related to the device according to the doctor.